Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2014 alleging the pump experienced a call service alarm issue. There was no reported impact to the patient associated with this complaint. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box data revealed several call service alarms recorded. On investigation, the pump and test transmitter were not able to pair due to emission of a call service alarm. The pump was found to be delivering insulin as intended during investigation. A component failure in the continuous glucose monitoring system was noted, but does not affect insulin delivery to the patient.